Event description:
Customer reported a no delivery alarm. The blood glucose reading was 516 mg/dl. She stated that she had not treated. She was assisted in performing a 5 unit fixed prime and stated that insulin did not exit and that the insulin pump alarmed for no delivery. She was advised to remove the reservoir from the insulin pump, and to disconnect and reconnect the reservoir and infusion set at the tubing connector and to push insulin slowly through the tubing with the plunger. She stated that insulin did exit. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.